Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-05146. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to lead migration. Surgical intervention was undertaken during which the ipg was relocated and the lead was replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.